Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 12463246, 50512941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, omeprazole from (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasm"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, urinary tract infection, depression, anxiety, muscle spasms, cystitis, vaginal discharge and vaginal infection outcome was unknown, the pelvic pain, vaginal hemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, dyspareunia, fatigue and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: dr. Could only implant one side due to muscle spasm. Patient received treatment for pain, bleeding, breakage/expulsion, migration, perforation and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 12463246 manufacture date: 2010-10 expiration date: 2013-08. Lot number: 50512941 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. 12463246, 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and muscle spasms outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, fatigue and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: dr. Could only implant one side due to muscle spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: case become incident. Lot number added. Events: abnormal bleeding (vaginal, menorrhagia), uti, depression, mental anguish, device breakage, dysmenorrhea, fatigue, perforation (uterus), dyspareunia, abdominal pain, muscle spasms, did not undergo essure confirmation test were added. Essure removal date, insertion date, reporters address details, reporters, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 12463246, 50512941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, omeprazole from (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasm"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, urinary tract infection, depression, anxiety, muscle spasms, cystitis, vaginal discharge and vaginal infection outcome was unknown, the pelvic pain, vaginal hemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, dyspareunia, fatigue and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: dr. Could only implant one side due to muscle spasm. Patient received treatment for pain, bleeding, breakage/expulsion, migration, perforation and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 12463246. Manufacture date: 2010-10. Expiration date: 2013-08. Lot number: 50512941. Manufacture date: 2010-06. Expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, vaginal infection and vaginal discharge were added. Outcome of events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) and pelvic pain were changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 12463246, 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011, nsaids since (B)(6) 2011, omeprazole from (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasm"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and muscle spasms outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, fatigue and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: dr. Could only implant one side due to muscle spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 12463246, manufacture date: 2010-10, expiration date: 2013-08. Lot number: 50512941, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.